Event description:
Healthcare professional reported a lap-band with a "broken port", and for which the patient had developed "respiratory issues and dementia." The events were first noticed when a fill was attempted but they could not get fluid into the band. The "respiratory issues" and dementia are not considered to be device related. The port was explanted and replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done.